Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt's lower stimulator has not been working for quite some time - the pt clarified that they had multiple meetings with manufacturer representatives (rep) but "it is a piece of garbage". The pt stated that their lower implantable neurostimulator (ins) won't charge. The pt stated that the ins was not like that initially. The pt met with a rep at the office and they got a "white battery"; not even showing a red / orange line for charge level on the ins. The pt stated that the rep was able to get the ins charged with their equipment. They are not getting therapy benefit from their lower ins because they cannot get it charged and they are miserable and in pain. The pt stated last night they had the recharger on for 4 hours with no charge going to the ins. The pt had also seen an error message rm04. The pt stated his upper stimulator charged in 45 min last night and works great. Patient services (pss) asked if pt has tried to use the recharger (rtm) for his upper ins and pt stated yes, but it did not make a difference. The pt has tried to reset the controller and that has not made a difference either. The pt stated that the controller will not connect to the ins - the reps have unpaired and repaired the controller in the past but it still is not connecting to the ins w/o the rtm cord. The pt added that when recharging the ins they have to hold the controller on top of the paddle over the ins to get the recharger to connect; pt stated if they hold the controller out in front of them they will not be able to connect at all. The pt tried to connect to charge while on the call. Pt stated they have to hold the controller right on top of the paddle when trying to recharge - pt getting 30% charge for the ins and the controller shut back off. The pt verified it is flashing yellow and showing "no device found" try again / recharge. The pt tried pressing "recharge" and saw passive recharge mode screens 95 low - 100 high - pt stated they have to place the controller over the paddle or it will start over. The pt got no device found again and they pressed recharge and then saw - recharging ended message. The pt stated that this has been going on for so long they just want everything replaced so they can start fresh. Patient services (pss) reviewed that a controller and rtm can be replaced but pt will need to have the ins checked if the new equipment does not resolve the issue. The issue was not resolved. A replacement controller and rtm were sent out. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) last met with the pt on aug 9, 2022. There are two reps that have noted that there is some confusion on the part of the pt when it comes to working with the recharging process vs working with distance telemetry such that it can be difficult to do troubleshooting over the phone as it's not always clear what exactly the pt is having issues with and how the pt is interacting with their external components. They have labeled the patient's controllers and recharger's (rtm) per the side that the ins is on so pt uses appropriate controller with appropriate side. There is a recognized problem that the rep has seen in that the pt does have to hold their controller very close to the more recent ins to get communication, otherwise sometimes pt will only get no device found. They have unpaired and then re-paired controller with the ins and this seems to address the issue for a while but then it will reoccur. Reviewed pt's report of ins recharging issues within this case and the rep indicates that pt only recently mentioned ins recharging issue to them. The rep was going to meet with pt last week to discuss ins recharging issue and then the pt cancelled due to illness. The rep is planning on seeing pt this wed, sept 21 and technical services (tss) reviewed collecting log files at that time and will connect with to walk thru downloading these files. Tss also discussed having pt show the rep how they work with their externals for ins charging as well as distance communication to verify pt's understanding. Technical services (tss) then spoke with the pt to let them know they were working on this case and were planning on gathering more information during their appointment this wednesday for further analysis. Patient repeated some of the already reported issues from this case. Pt mentioned charging ins for prolonged periods of time (up to 8 hrs) and the ins only recharging to 30 or 70%. Pt says he will get good or excellent coupling but then will get poor coupling and he'll have to start recharging over. Pt says he has a hard time getting above 70% charge level for ins. Pt will hold recharger (rtm) up to the ins to get it to charge effectively. Pt has tried using the "donut" or rtm from his other intellis system (which works fine) but that hasn't made a differe nce. Pt also says they are having issues connecting with the ins using distance telemetry and it will only say device not found sometimes. Pt says he sometimes has to connect the rtm to connect to his ins. The pt says the healthcare provider (hcp) has checked positioning of the ins twice and says it's sitting at the surface of the skin and the hcp thinks there's also something going on with the ins itself since the external components have been replaced to no effect. Pt does say he's gained about 15 lbs. There have not been any changes at the ins pocket site per pt. Additional information was received from the rep. Rep met with pt on sept 30. Pt complained of not getting therapy relief and rep reprogrammed pt to move configuration up on lead and pt reported getting 80% pain relief right away. The remaining issues is distance telemetry which has been previously reported. This was noticed on sept 30 while using the app when rep needed to hold the communicator right up against pt's ins site during entire programming session to get telemetry. Similarly, when the pt uses their controller, they have to attach the recharger to get any communication with ins. The other intell is system communicates fine and has no issues. Rep is sending log files and session data report to tss. Additional information was received from a manufacturer representative (rep) regarding a patient (pt). It was reported that the technical services (tss) agent and a manufacturer representative (rep) re-reviewed past log and mdt files and is not finding anything remarkable or any malfunction involving the implantable neurostimulator (ins). Engineering did ask about and tss spoke with the rep and pt is still having issues with distance communication. Engineering did ask about positioning of the ins's and it was confirmed that ins's are in right and left flank and there aren't any concerns about depth, tilting or distancing between ins's. The pt's healthcare provider (hcp) is moving towards replacing the ins. Tss indicated they would check further into any other troubleshooting we want to consider before doing a replacement surgery. Tss asked if they had ever tried connecting with pt's unaffected ins using controller and then tried connecting to affected ins at the same time using other controller but rep doesn't remember ever trying this so outcome of this unknown. Tss reviewed that it would helpful to know how affected system responds in this situation. From the log and data and the difficulty with distance telemetry, information indicates this points to an ins issue. It was reviewed that trouble shooting or data collection was exhausted and they would have to explant the ins in order to understand the specific cause of the telemetry problem.

Manufacturer narrative:
Concomitant medical products product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(4) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.